Event description:
A report was received that the patient was experiencing shoulder blade spasms with the stimulation on and off. The patient underwent an explant procedure as it was never determined if the spasms were device related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead with platnalock technology - 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.